Manufacturer narrative:
The device had no serial number plate, did not operate correctly and alarmed. The customer stated "infus part does not push down the syringe." The device was in use on a patient at the time of the reported event. There was no patient harm. The complaint device was returned for evaluation. Technical evaluation identified a mechanical failure due to a broken plunger screw. The device was checked for case damage and the circuit boards were inspected. Pm and calibration were performed and passed. The syringe pump pusher block assembly was replaced. The customer complaint was confirmed; however, the reported event was not related to a previous repair. The root cause was determined to be a damaged pusher block plunger. Additionally, the customer did not install the battery correctly. The device was repaired and returned to the customer. No additional patient or event information is available. No further investigation is required.

Event description:
The device had no serial number plate, did not operate correctly and alarmed. The customer stated "infus part does not push down the syringe." The device was in use on a patient at the time of the reported event. There was no patient harm.